Event description:
It was reported that the customer was concerned the pump was delivering unintended boluses. Customer's blood glucose level was 80 mg/dl. Which is reportedly low for the customer, and was trending downward. Customer checked pump bolus history and saw that two quick boluses were delivered 5 minutes apart. Customer turned off the quick bolus feature.

Manufacturer narrative:
On 12/17/2014 f/u: pump log data was reviewed and indicated that there were quick bolus button interactions during the reported time frame that may have been iadvertently initiated. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.